Event description:
A customer reported that during cataract surgery, a system message displayed and could not be cleared. A second system was used to complete the surgery with no pt harm. There was a surgical delay of 25 minutes to exchange machine.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).